Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt experienced a low speed event and very short intermittent low flow alarms. Events are occurring on both battery and when connected to a pt cable. The MFR's technical support arrived onsite to evaluate the pt's percutaneous lead. Upon reviewing the x-rays, there was no apparent damage. An attempt to recreate the low speed events by manipulating the pt's percutaneous lead was unsuccessful. When the pt went from lying in a flat position to sitting up with the assistance of the pt bed, low speed events were apparent on the sys monitor. It was then determined that the damage to the percutaneous lead was internal. Add'l info received confirmed that the pt received a pump exchange.

Manufacturer narrative:
The pt is currently ongoing on lvad support. The explanted pump was not saved for eval; however the surgeon confirmed a pump end bend relief fracture. No further info is available at this time. A supplemental report will be submitted when the event analysis is completed. (B)(4).